Event description:
The customer reported that the insufflator system is not turning on, only the power on/off button is glowing during preparation for use involving an olympus high flow insufflation unit. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.